Manufacturer narrative:
H3: device evaluation: returned product evaluation found the lens haptic stretched out and the dimensional inspections found the lens to be within specifications. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low valut. In a separate visit the lens was exchanged for a same length lens, reporter stated that the lens position was adjusted to the rotation point. The problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).